Manufacturer narrative:
On 17sep2024 a syringe was returned for evaluation as part of our investigation process. Upon initial review of the returned device, it was determined that the returned device was not a 3ml syringe manufactured by cardinal health as originally reported. Instead, it was a 6ml syringe by terumo. Confirmation was requested from the initial reporter whom confirmed the incident syringe was the device returned for evaluation. It was also confirmed that the incident did indeed involve a 6ml syringe, not the 3ml syringe originally reported. Based on this information, this complaint will be considered closed as the true complaint device is not manufactured by cardinal health. No further reports will be forwarded for this event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they used the 3ml syringe to draw up cytopoint for a pet. They used a 30mg vial and two 40mg vials however 1 ml of the medication leaked out around the syringe, despite being tightly attached.